Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 140mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.